Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during stent therapy for intracranial artery stenosis, a 4.5mmd 14mml enterprise stent delivery system without distal tip (enc451400, 11195605) couldn't move forward or backward within a rebar18 size: 0.021 microcatheter (mc). The physician removed the stent system and microcatheter together outside of the patient. The stent deployed outside of the patient¿s body. The physician switched to another new stent system (same code as the complaint product) and a new microcatheter, a prowler select plus 150/5cm (606s255x, lot unknown) to complete the procedure successfully. There was no patient injury reported. No additional information is available. One non-sterile unit EU ent4.5mmd 14mml wno dstl tp was received inside of a pouch. The device was inspected, and it was noted that the stent was returned detached in good conditions, the delivery wire and the introducer were inspected and were found in good normal conditions. The functional analysis could not be performed due to the stent was returned detached from the rest of the device for evaluation. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11195605. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not be evaluated since during the analysis it was noted that stent was returned detached for evaluation in good normal conditions, the delivery wire and introducer were found in good normal conditions. Based on these findings, the customer complaint cannot be confirmed. Also, there is no evidence that the detached condition of the stent was originated in the microcatheter. The complaint reported by the customer ¿stent - deployment difficulty-premature/in microcatheter¿ was confirmed. During the analysis, it was noted that the stent was detached and returned for evaluation in good normal conditions. This condition is related with the customer¿s complaint and appears to might have been caused by handling applied to the device at the procedure time, however, there is no evidence that the detached condition of the stent was originated in the microcatheter. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Premature stent deployment in microcatheter is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. Assignment of root cause for the events remain speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during stent therapy for intracranial artery stenosis, a 4.5mmd 14mml enterprise stent delivery system without distal tip (enc451400, 11195605) couldn't move forward or backward within a rebar18 size: 0.021 microcatheter (mc). The physician removed the stent system and microcatheter together outside of the patient. The stent deployed outside of the patient¿s body. The physician switched to another new stent system (same code as the complaint product) and a new microcatheter, a prowler select plus 150/5cm (606s255x, lot unknown) to complete the procedure successfully. There was no patient injury reported.